Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, there were episodes of noise, oversensing, and chronic low impedance on the right ventricular (rv) lead. During an unrelated device replacement procedure, x-ray was performed and revealed externalized conductors were noted on the rv lead. A new rv lead was unable to be implanted due to a lack of venous access. The device was reprogrammed and the high voltage output was disabled on the rv lead to resolve the event and the lead remained implanted. The patient was stable following the procedure.